Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that she continued to experience pain, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. It was reported that the patient underwent a right rigid ureteroscopy with laser stone ablation in 2009.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/19/2017. It was reported that patient underwent transvaginal urethrolysis, removal of retropubic mesh, and anterior vaginal wall reconstruction on (B)(6) 2013 by dr. (B)(6).